Event description:
Pt underwent electrophysiology studies for non-sustained ventricular tachycardia. Pt was not inducible for ventricular tachycardia and all other findings were normal. It was noted that pt's heart rate was as low as 33 beats per min. Bradycardia continued until which time a permanent pacemaker was implanted for sick sinus syndrome.